Event description:
On (B)(6) 2017, the patient was implanted with a bare metal stent in each of the renal arteries. It was reported the right renal was implanted with a bare metal stent as a precaution. It was reported blood flow was completely restored to the left renal. The patient tolerated the procedure.

Manufacturer narrative:
UDI - (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported the trunk-ipsilateral leg component deployed 5mm distal to the intended deployment location. The cause of the deployment inaccuracy was reportedly possibly due to an improper c-arm angle. It was reported an aortic extender component was implanted to extend proximally from the trunk to the lowest renal (left). During deployment the device "jumped" proximally (an unknown amount) partially covering the left renal. The cause of the proximal movement of the device during deployment is unknown. It was reported the patient¿s left renal had sufficient blood flow and no intervention was performed. The patient tolerated the procedure. It was reported the physician is going to continue to monitor the patient.